Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: e1 (telephone number), h6 (device code, type of investigation, investigation findings, investigation conclusions) and h11 (provide narrative/data). Additional information was received revealing the delivery system had punctured the 14fr esheath+ and had exited the side of the esheath+. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into these types of events is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was returned to edwards lifesciences for evaluation. Visual evaluation of the returned device revealed the distal tip was unopened. The liner was torn, and it was approximately 17 cm in length, and it started at 1.5 cm from the strain relief. The remaining part of the liner was partially expanded, starting from the end of the liner tear location until 1 cm from the tip. There was also 1 liner strand observed that was approximately 2 cm in length at 2 cm from the strain relief. The liner thickness was measured along the liner tear and all measurements were found to be within specification. There was device imagery provided for evaluation. A review of the provided device imagery revealed a liner tear and liner strand. The valve was noted to be expanded. There was also potential vascular tissue observed. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. In this case, the inability to advance the delivery system with valve through the esheath+ that required a surgical intervention was confirmed based on the imagery provided and returned device evaluation. It was reported that the patient's access vessels had "mild" calcification, "mild" tortuosity, and a minimum luminal diameter (mld) sufficient for use of the 14f esheath+, but without the patient anatomy imagery, the vessel characteristics could not be confirmed. Although a definitive root cause was unable to be determined at this time, it is possible that one or more patient/procedural factors (access vessel calcification, tortuosity, undersized vessel diameters, and/or steep angle of insertion) may have been present during the procedure and caused or contributed to the event. In regard to the esheath+ liner puncture and esheath+ liner strand, these events were also confirmed based on the imagery provided and returned device evaluation. The available information suggests that procedural factors (excessive manipulation and high push force) likely contributed to the events. It is possible that additional device manipulation to overcome the resistance may have been applied during the procedure resulting in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath high-density polyethylene (hdpe), liner, and/or strain relief and lead to damage. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Vessel calcification and/or tortuosity if present can exasperate the interaction between the crimped valve and sheath. Sharp calcified nodules can directly weaken the sheath shaft making it more susceptible to damage as the delivery system with crimped valve is advanced through. Tortuosity can subject the sheath to suboptimal angles that can lead to shaft kinks. Excessive manipulation can lead to sheath shaft damage (such as kinks, scratches, and tip damage) if compounded with vessel calcification and/or tortuosity. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by our edwards lifesciences affiliate in france, during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 valve, the commander delivery system with valve was unable to be advanced through the 14fr esheath+. Upon assessment of the esheath+, it was observed that the liner was torn. As a result, a decision was made to withdraw the commander delivery system with valve and esheath+ as one unit. There was difficulty withdrawing the delivery system with valve through the esheath+. There was bleeding noted where the esheath+ liner tear had occurred. A cover stent was implanted to repair the femoral access. A second esheath+, delivery system and valve were prepared. There were no issues during the second implant attempt as the second valve was implanted successfully. The patient was stable post tavr procedure. There was imagery provided for evaluation. A review of the provided imagery revealed a sheath liner tear and sheath liner strand.

Manufacturer narrative:
The investigation is ongoing.